Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 7/31/2004, however the correct date is 09/01/2004. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The system was evaluated by a field service engineer. The field service found no issues with the unit. A field service checklist was performed. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that their physician had 2 patient from surgery on (B)(6) 2019 with grade 3 diffuse lamellar keratitis (dlk) bilaterally. All patients treated with pred forte every 2 hours. No complaints of laser or lift issues during surgery. They did an intacs procedure today without issue. Customer is not aware of any changes in environment, cleaning protocol or instrumentation. This is 2 of 2.